Event description:
It was reported that the ilet touchscreen was cracked, rendering the touch interface unreliable and the device no longer water resistant, and the device was treated as nonfunctional; the affected component was the touchscreen. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem was identified in conjunction with a nonresponsive user interface consistent with a touchscreen issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.